Event description:
It is reported that the drill bit fractured during use. They had to remove the cup and look for the piece of broken drill. Apparently, it had fractured before going inside the pt and was found on the floor. The cup was re-positioned and screwed into place.

Manufacturer narrative:
Eval summary: the potential field age of the 45 mm drill bit was 3 years and 112 months. During which time the amount of actual use is unk. In general this type of situation could be due to (but not limited to): excessive force that may have applied during usage, against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, low speed/high torque or operation. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.